Event description:
The customer reported that during transport while the unit was in use on a pt, the unit's batteries failed in an elevator that got stuck. The pt was switched to another unit and therapy was continued. The pt expired the next day. The customer did not attribute the death to the pump.

Manufacturer narrative:
The pump battery shutdown prematurely. The company representative observed that the batteries would not charge. The company representative replaced the batteries. The unit was tested to factory specification. It functioned normally and was returned to the customer. Datascope's sustaining engineering tested the reported faulty batteries using manufacturing battery test fixture, no problems were observed. They also performed a battery runtime test using a cd100 pump. The batteries ran for over 2.5 hours.